Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative checked the adjustments of the sipper and ise probe, and made small adjustments but the sipper nozzle was damaged due to the height adjustment being out. He replaced the nozzle and setup, checked water/detergent levels, and made adjustments. He performed calibration, qc, and precision checks with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na results for 4 patient samples on a cobas 6000 c501 module. Patient 1 (ID: (B)(6): the initial result was 141 mmol/l. The repeated result was 134 mmol/l. Patient 2 (ID: (B)(6): the initial result was 139 mmol/l. The repeated result was 132 mmol/l. Patient 3 (ID: (B)(6): the initial result was 138 mmol/l. The repeated result was 130 mmol/l. Patient 4 (ID: (B)(6): the initial result was 132 mmol/l. The repeated result was 124 mmol/l.